Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's brother reported via phone call that the customer was experienced high blood glucose level. Customer¿s blood glucose level was over 400 mg/dl. Customer also reported that the insulin pump received insulin flow blocked alarm due to bent cannula. Customer reported that they are unable to troubleshooting at time of call. Customer reported that the alarm did not occur during fill tubing. The insulin pump will not be returned for analysis.